Event description:
Case number: (B)(4), mps eric cotant reported failed mics even when status check passes - surgeon requests fse visit. Case type: tka. Update: surgical delay > 30 min. Update: "procedure was completed robotically after a long delay."

Manufacturer narrative:
Reported event: mps eric cotant reported failed mics even when status check passes - surgeon requests fse visit. Device evaluation and results: per (B)(4): adjusted bump j2 stop. Performed kinematic calibration both sides. Replaced mics commutation assy. Performed verification testing to confirm the issue was resolved. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of device history records shows that on 01/25/10 1 device was inspected and 1 device was placed on: npr 09-12-0128, npr 09-12-0155, npr 10-01-0022, npr 10-01-0032, npr 10-01-0070, npr 10-01-0075, npr 10-01-0087, npr 10-01-0019, npr 09-12-0034. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), (B)(6) reported failed mics even when status check passes - surgeon requests fse visit. Case type: tka. Update: surgical delay > 30 min. Update: "procedure was completed robotically after a long delay."